Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for gluc3 glucose hk gen.3 (glu) on a cobas 6000 c (501) module - c501. There were no issues with any other assays. The sample was tested in a false bottom tube and initially resulted as 114 mg/dl. The 114 mg/dl value was reported outside of the laboratory. The same sample tube was repeated, resulting as 40 mg/dl. The sample was also repeated on a different analyzer, resulting as 39 mg/dl. No adverse events were alleged to have occurred with the patient. The glu reagent lot number was 28130201, with an expiration date of 31-jan-2019. The field service engineer cleaned the probes, rinse station, tubing, and incubator bath. No problems were found. Upon review of quality control data, some data was outside of range, but controls were within range on the date of the event. A general reagent issue could be ruled out since calibration and quality controls are acceptable. Upon review of the alarm trace, several abnormal sample aspiration alarms occurred on the date of the event. The customer did not have sample racks assigned for false bottom tubes at the time of the event. The customer later configured a rack for false bottom tubes. The root cause of the issue is most likely related to pre-analytic sample handling or the rack not being configured for a false bottom tube.